Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated in email that since the time of the implant, the patient has experienced problems including restricted movement, pain, circulation trouble, impaired feeling and muscle function, loss of strength and progressive weakness in the hand. Cartilage damage is suspected. Revision surgery is planned.